Manufacturer narrative:
Corrected data: b5, d1, d8, g1 and h6.

Event description:
Treatment dates were (B)(6) 2019 and (B)(6) 2020.

Manufacturer narrative:
Corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-02145.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received two coolsculpting treatments to the flanks, upper abdomen and lower abdomen and may have developed paradoxical adipose hyperplasia in the treated areas.